Manufacturer narrative:
G1. Manufacturing site: correction. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that, during a ureteroscopy and lasertripsy procedure, the fiber snapped when the laser was fired. There was a user error. The laser was shut down. The surgeon felt heat on their glove but there was no harm to surgeon, patient or staff. The fiber was replaced.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a ureteroscopy and lasertripsy procedure, the fiber snapped when the laser was fired. There was a user error. The laser was shut down. The surgeon felt heat on their glove but there was no harm to surgeon, patient or staff. The fiber was replaced.